Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up calls - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Medical office staff member is calling to report truemetrix air meter read hi. Staff member was informed truemetrix air meter was not for multi-patient use and was offered upgrade to true metrix pro. Staff member declined replacement stating she would speak with doctor regarding meter not being for multi-patient use. The test strip lot manufacturer's expiration date is 05/21/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. Facility called in and states the meter is reading hi. I informed the staff member that I would replace the meter due to hi and upgrade the meter to truemetrix pro due to their current meter not being compatible for multi-patient. Staff refused the replacement and will speak to the doctor regarding the meter not being for multi-patient use.